Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system has a history of inappropriate shocks in (B)(6) 2023. Recently, the patient presented to the hospital with another suspected shock. The physician reviewed the device data, but no episode was present besides the previous inappropriate shocks in may. Provocative maneuvers were performed which showed minimal myopotential oversensing was noted. Additionally, x-ray imaging was performed to assess the s-ICD system positioning. Technical services (ts) was contacted and confirmed that the previous shocks were inappropriate due to over-sensing and variable rhythm morphology. Ts also stated that no shock was recently delivered, despite the patient's allegation. Ts provided further potential in-clinic troubleshooting recommendations. The physician elected to reprogram the s-ICD to resolve the event and is continuing with remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.